Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon could not apply the clip to the duct. The medium-large clip applier instrument was inspected, and it was discovered that the cable was frayed. No fragments fell inside the patient. The user completed the procedure, and no known impact or patient consequence was reported.